Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that rewarm started about 2.5-3 hours prior, but patient temperature (pt) had actually dropped in an arctic sun device. Patient temperature (pt) was 32.9c (two probes correlating foley and esophageal), targeted temperature (tt) was 37c, water temperature (wt) was 35.4c, flow rate (fr) was 4.1lpm, rewarm tab: from 33.6c, rate 0.25c/hour, to 37c, patient 122kg with set of large pads in place, a small chest pad was added to abdominal area last night when the patient was shivering (no universal pads in stock). No bolus meds recently given. Discussed external measures such as warm blankets or bair hugger. Called back in one-hour, patient temperature (pt) was 33.7c. They will call back if they have any other issues. No medical intervention was reported.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Patient temperature (pt) was 32.9c (two probes correlating foley and esophageal), targeted temperature (tt) was 37c, water temperature (wt) was 35.4c, flow rate (fr) was 4.1lpm, rewarm tab: from 33.6c, rate 0.25c/hour, to 37c, patient 122kg with set of large pads in place, a small chest pad was added to abdominal area last night when the patient was shivering (no universal pads in stock). No bolus meds recently given. Discussed external measures such as warm blankets or bair hugger. Called back in one-hour, patient temperature (pt) was 33.7c. They will call back if they have any other issues. No medical intervention was reported. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use under baw2800736 rev. 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that rewarm started about 2.5-3 hours prior, but patient temperature (pt) had actually dropped in an arctic sun device. Patient temperature (pt) was 32.9c (two probes correlating foley and esophageal), targeted temperature (tt) was 37c, water temperature (wt) was 35.4c, flow rate (fr) was 4.1lpm, rewarm tab: from 33.6c, rate 0.25c/hour, to 37c, patient 122kg with set of large pads in place, a small chest pad was added to abdominal area last night when the patient was shivering (no universal pads in stock). No bolus meds recently given. Discussed external measures such as warm blankets or bair hugger. Called back in one-hour, patient temperature (pt) was 33.7c. They will call back if they have any other issues. No medical intervention was reported.